Event description:
A pt reported experiencing inaccurate erractic results with a lifescan meter. The pt's blood glucose results were 95, 100, 178 mg/dl. Tests were done within 11-20 minutes with a difference of 39%. Pt did not experience any adverse events.